Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Clinician removed the cannula after experiencing difficulty threading it into the vein at which point noted the plastic had splintered. Insertion technique was reviewed with user confirmed that they had carried out the correct technique. Patient experienced pain. A second device was used with no incident.

Manufacturer narrative:
To aid in the investigation of this issue, the affected physical sample was returned for evaluation by our quality team. Through examination of the sample, no damage was observed at the catheter tip; however, a small hole in the catheter body was detected. As a lot number was unknown for this incident, a review of the production history records could not be completed. Based on the small hole presented in the catheter body, this defect has been identified as needle through catheter. This type of issue may occur during use. If the 360-degree rotation of the catheter/needle is not performed during venipuncture, slight resistance may occur when removing the needle which may cause the healthcare professional to reinsert the needle, causing the needle to pierce the catheter during the procedure. This type of defect could also occur during the assembly process if a failure in the vision system allowed a pierced catheter to pass through to the customer. However, it is important to note that if the catheter was already pierced, venipuncture would not have been possible. Without the lot number, further verification of the manufacturing process cannot be completed. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.